Event description:
Patient's mother contacted dexcom technical (B)(6) 2014. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).